Manufacturer narrative:
Date sent to the FDA: 10/18/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a recurrent hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted a direct defect lateral to the mesh. It was reported that the patient underwent revision surgery on 2/3/2015 during which the surgeon noted scarred omentum was adherent to the previous mesh. Adhesions had to be taken down and multiple herniated pieces of omentum around the previous mesh had to be reduced. It was reported that the patient experienced severe pain and inflammation. The patient had a previous mesh implanted on 4/9/2013 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/22/2022.

Manufacturer narrative:
Date sent to the FDA: 11/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.